Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00413. The pt received her scs system on (B)(6) 2010, including two percutaneous leads and two lead anchors. It was reported that the pt is without stimulation. She is said to have recently suffered a fall which may have impacted her scs therapy. Diagnostic tests revealed invalid impedance readings for several contacts on one of the pt's leads. Attempts to recapture effective stimulation via reprogramming were unsuccessful. An x-ray was taken which showed a sharp kink in the impacted lead at the anchor site. Surgical intervention will be undertaken to resolve this issue; however, a date for the procedure has not been set.